Event description:
Access site bleeding (visible oozing or spurting) after standard compression time. No information was provided regarding patient outcome.

Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation. Per specification, it is confirmed 100%, that the surface of the inner and outer catheters are smooth and clean, free of excessive dents and kinks. Unfortunately, as no product was returned and based on the limited information provided, we are unable to determine with certainty the root cause of the reported difficulty. However, it is possible that the described difficulty was due to the patient's anatomy and/or condition rather than the fault of the device. We will continue to monitor for similar complaints and have notified the appropriate personnel.